Event description:
It was reported that during asnis micro surgery, the driver was found to be broken.

Manufacturer narrative:
Visual examination revealed that a part of the blade tip was broken. The broken part was not returned. Furthermore, it was determined that the fractured surface of the blade had appearance of a forced rupture resulting from very high torsional and bending forces. Additionally, pressure marks were visible at the slot area of the blade pointing to the occurrence of high bending forces. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that during asnis micro surgery, the driver was found to be broken.